Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly due to leakage from the plug unit. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the albaran lever of the evis exera iii duodenovideoscope was defective. The issue occurred during the preparation for use. There were no reports of patient or user harm associated with this event inspection and testing of the returned device found that the adhesive around objective lens had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; grip has a scratch; air/water cylinder has no color; suction cylinder has no color; switch box has a scratch; right/left knob has a scratch; due to a crack on plug unit water tightness is lost; due to damage on knob wire, forceps raising angle does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; light guide lens has a crack; connecting tube has coating peeling; there is metal particle around forceps elevator arm; universal cord has coating peeling. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.